Manufacturer narrative:
Additional information: unique device identification(UDI) and manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for evaluation. UDI and manufacture date not available for this system at time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site took out the right screw at s1 and need to increase the screw size. They then used a 7.5mm tap. Then a 8.5mm tap. Then a 9.5mm tap. They then implanted a 10.5mm screw. During the insertion of the 10.5mm screw, the screwdriver broke while the screw was not fully inserted. The site was able to get the screw out successfully, tap using a 10.5mm tap and re-insert a new 10.5mm screw. It was reported that there were no fragments left inside of the patient there was a reported delay of less than one hour and no reported impact to patient outcome.